Event description:
The dreamstation auto bipap device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition, error codes e191, e200, e053, and e130 were found. Additional findings are not related to the malfunction/issue. There were no reports of patient harm. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.